Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. All keypad buttons responded appropriately. The complaint regarding all keys was not duplicated. Evaluation revealed that there was contamination under the keypad contacts.